Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) there was no pacing, no capture, high/undefined atrial impedance was noted, and manipulation of the device header resulted in noise. It was noted that atrial lead was secure in the header, and thus not the problem. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.